Event description:
The customer reported that there was a problem with the speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.